Event description:
Doc prescribed lispro in a pump for type 2 diabetes, and it did not work at all, sugar kept going up. Plus the rep for the pump would not see it up in a hospital or doc office setting, made my mom go to a freaking panera bread, in front of people in the dining room, which has to be a hippa violation, and expose herself to have the pump installed, who knows how sanitary that was. After 6 dàys. Of this pump not working at all, luckily her roommate had her old pens to use (humalog) and it finally came down.